Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the tubing got disconnected from the quick release while the patient was sleeping. The patient's blood glucose level was reported as 13.0 mmol/l. The site location was the hind part of the patient's leg and the pump was located on in the left pocket. The infusion had been in use for 3 days and the infusions were stored or used in the pantry. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.